Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, using a non-medtronic in troducer sheath, the delivery catheter system (dcs) was advanced to the implant zone, and the tip was launched per the instructions for use (IFU). The hemostasis valve body was retracted to unsheathe the valve. Prior to any visible valve deployment on fluoroscopy, the hemostasis valve body actuator component of the delivery system was almost touching the proximal handle. The actuators and proximal handle were positioned as if the valve had been unsheathed. However, on fluoroscopy the valve appeared to remain inside the capsule. The system was removed from patient, at which point it was noted that a capsule bond break had occurred. The capsule of the delivery catheter system (dcs) was torn and separated from the outer shaft. It was reported the valve was not difficult to load nor was it misloaded. No increased resistance was felt when introducing the system into the sheath or felt in the handle when launching the dcs tip. It was also reported that patient anatomy did not contribute to the issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the delivery catheter system (dcs), at medtronic¿s quality laboratory, the hemostatic actuator and the proximal handle were intact. The device was returned with a sheath loaded. The distal side of the sheath was torn. The device was received with the capsule over captured. The dcs coil were intact and no evidence of damage. The proximal handle rotated on the proximal end of the delivery catheter system (dcs). The distal tip could be advanced until the luer touched the proximal handle edge. The hemostasis actuator locked when rotated clockwise and unlocked when rotated counterclockwise. The proximal handle actuator locked when rotated clockwise and unlocked when rotated counterclockwise. Deformation was noted along the pebax jacket proximal to the ptfe capsule liner. A smooth, even separation was observed in the polyt etrafluoroethylene (ptfe) lined capsule near the proximal end of the capsule at the capsule proximal bond. The device was returned with the capsule separated, and therefore confirmed the reported event. Conclusion: the subject delivery catheter system (dcs) was returned for analysis. The device was received with the capsule over captured. The instructions for use (IFU) states to ¿take care not to over-capture the tip by using too much force on the inner shaft. Images were received for review. A series of video clips illustrated the initial removal of delivery catheter system (dcs) and valve within the capsule with the distal tip captured well within the capsule and removed through the long sheath. A second valve was successfully implanted with no evident pulmonary insufficiency or paravalvular leak (pvl). A lot history record (lhr) review was performed on the dcs and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The lhr review did not show any findings related to this event. The technical understanding for the cause of these breaks is understood to be due to an incomplete bond, which results in a crack propagation and ultimately a break when stressed in a bend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.